Manufacturer narrative:
Tvt registry exemption number: e2014038 quarterly reporting period: q4 2021 total number of events being summarized: 27 under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes. The listed event date is the date the information was received by medtronic. The patient information included in section a. Is an average of the data provided for the events. A product analysis was not able to be performed as no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
The type of serious injuries being reported are transient ischemic attacks. The average time to event was seventy seven days following the implant procedure. The patient ages range from 73 to 90 and over. There were 8 males and 19 females. The type of serious injury information provided is limited in nature as it is provided via a third-party database. Medtronic received information regarding patient/device events via a third-party post-implant device registry ((B)(6) registry). The information in this report was provided to medtronic in a de-identified format and has been organized into summaries of observations related to patient serious injuries.